Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that after filling the tubing with 24 units of insulin during the fill tubing process, no insulin was observed exiting the end of the tubing. The contact reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 (mg/dl) range and ketones. Manual injections were administered to address bg levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Also, the tubing and cartridge were changed and insulin the fill tubing process was completed successfully. Troubleshooting for elevated bg levels was declined.